Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen display was difficult to see. Reportedly, the touchscreen display was "display has lines that go vertically across the screen". Additionally, it was reported that the pump battery could not be charged. Blood glucose was not impacted. The customer reverted to an alternate method in insulin therapy.